Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
An email was received regarding a plum 360 pump reporting that the infusion record appears in the mednet ¿auto-programming detail¿ report with a documented concentration of 200 mcg per 250 ml, rather than the expected 2,500 mcg per 250 ml. The facility uses iatric accelero connect as the interface between meditech 2.1 and the plum 360 pumps. Review of accelero connect data, including hl7 message logs and screenshots provided by iatric, shows the infusion order transmitted correctly as 2,500 mcg per 250 ml. Iatric reports no evidence that a 200 mcg per 250 ml concentration was sent through the interface. Based on infusion documentation, the pump was running at 93.8 ml per hr starting at 19:50, and the infusion completed at approximately 22:30. At that time, the infusion rate was changed to 1 ml per hr, then changed back to 93.8 ml per hr at 22:31, and almost immediately paused at 22:32. The infusion was later restarted at 7.5 ml per hr at 23:19. Due to the lower concentration recorded on the pump, it appears the patient may have received approximately 2,500 mcg of fentanyl over ~2.5 hours, which is roughly 10 times faster than the intended rate had the concentration been 2,500 mcg/250 ml. No patient harm was identified. The source of the 200 mcg per 250 ml concentration is unclear. It is unknown whether this value was manually entered at the pump or resulted from an unexpected device or programming behavior. Attempts to reproduce the issue using the same pump and same patient context, with a nurse present, were unsuccessful. The outcome of event was patient received 2500 mcg fentanyl over roughly 2.5 hours but did not experience any adverse effects.